Event description:
It was reported the patient's drg lead at l3 had moved and the patient was experiencing ineffective stimulation coverage. Consequently, the patient's lead at l3 was explanted and replaced with a new lead. Follow up identified a company representative met with the patient and reprogramed the patient's system, effective stimulation coverage was reportedly restored.